Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a replacement heartstring seal but the seal did not deploy into the aorta. Fourth seal was used to complete the procedure. No patient complications were reported by the hospital.